Manufacturer narrative:
(B)(4). Batch # g51r59. Incomplete cycle, spring lockout tab, firing trigger teeth. Additional information was requested and the following was obtained: when the stapler gun got locked, did the device deliver any staples? If yes, were the staples formed properly? No. If yes, was the staple line complete? When the stapler gun got locked, did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Did the device lock on tissue with the jaws closed? Yes. If yes, how was the device removed? With cutting the tissue. If yes, did the jaws eventually open? No. You reported that the staples were not formed properly. How was the tissue repaired? Doctor used another stapler and reload. Was there any change in the procedure (convert to open, etc.) Due to having to cut the tissue since the devices would not open? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45g cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hemicolectomy procedure, the doctor observed in between the surgery, that the stapler gun got locked. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.